Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a gi biopsy procedure in the ascending colon performed on (B)(6), 2011. According to the complainant, during the procedure a small diminutive polyp was identified in the ascending colon. The polyp was removed which caused an 8mm tear in the mucosa and submucosal layer. Additionally, a bleed developed at this site and a clip was placed to prevent rebleed. The procedure was completed with this radial jaw 4 biopsy forceps device. The account further reported that the forceps device was inspected/tested prior to use and no anomalies were found. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the physician confirmed that there were no ongoing issues after the patient woke from the procedure.